Manufacturer narrative:
Patient initials are (B)(6). Device has not been explanted. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right hip nail procedure was completed on (B)(6) 2015 using the original trochanteric fixation nail (tfn) system. During the procedure, the surgeon needed to drill three (3) times in order to achieve proper placement of the distal screw, which would ensure proper placement of the screw and the nail. The nail and helical blade were inserted at a 130 degree angle using the aiming arm. When the surgeon went to lock in the aiming arm and use the drill, the connecting bolt was not in alignment. The surgeon could not get the nail to go through the trochar. The surgeon had to free-hand the drill to achieve placement and subsequently experienced difficulty removing the green trochar and connecting bolt. A ten (10) minute surgical time delay was noted and, approximately, eight (8) x-rays (anterior-posterior and lateral imaging) were taken to ensure proper device placement. The procedure was ultimately completed successfully. This report is 10 of 11 for (B)(4).